Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications: 4 impact products were created for product codes nw2493/nw2494, are these possible lots used during the procedure, or did sutures from all the lots were used in the patient? How many sutures from each lot break after the procedure? For each suture, please inform: what tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the suture break? How was the issue managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2017 and suture was used. After closing the skin there was suture breakdown of surgical wound within week of surgery. Additional information was requested.

Manufacturer narrative:
Additional narrative: the surgical procedure was maxofacial palate surgery. Wound dehiscence and suture breakage within one week of surgical procedure.

Manufacturer narrative:
The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. Functional tests for needle pull-off and knot pull tensile strength values were found to meet the usp requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested and the following was obtained: was there any medical or surgical intervention performed? - surgeon is not sharing . Your answers indicate that you are not able to get the exact samples used in the patient, therefore the lot number used is unknown. Is this correct? - yes how many sutures from each lot break after the procedure: not answered did 1 suture break in 1 patient ? 1 suture broke in 1 patient attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.